Manufacturer narrative:
Additional information: b5. B5: upon follow up, it was reported that on an unknown date, the antibiotics were discontinued and the patient was discharged from the hospital. On an unknown date, the patient was recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. One day prior to the peritonitis diagnosis, the patient was hospitalized for the event. The same day, as peritonitis diagnosis, the patient was treated with injection ceftazidime (500mg, twice daily, intraperitoneal, ongoing) and injection heparin (1000iu, twice daily intraperitoneal, ongoing) for peritonitis. At the time of this report, the patient remained hospitalized and was recovering from peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.